Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient wasn't receiving therapy on their right body. An impedance check was performed, c and 0 11902; 0 and 1 15235, 0 and 2 12620, and 0 and 3 15688. Their settings were programmed c+ 0- 3v 60 pw 180 rate. No contributing factors were known, no troubleshooting was done, and no interventions were taken. The issue was not resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep) indicating the cause had not been determined. The hcp remapped the patient and was using a different configuration, eliminating contact 0. Contact 0 was still high however the patient was doing well on the new settings.